Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse observed the main arm was not initializing. Fse checked the sample needle and sensor, and noticed that the sample needle was dirty. Fse cleaned the sample needle. The aia-2000 instrument was functioning as intended and the error cleared, no further action required from field service. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The aia-2000 operator's manual under a4, appendix 4: error messages, error 3063 is main arm liquid level sensor fault. This message is generated since the signal value of the liquid level sensor decreased to below the hand touch level; the liquid level sensor may be defective. The current measurement will be flagged (mf flag) and new measurements will be suspended. The solution for the customer is to contact tosoh service center or local representatives. The most probable cause of the reported issue was due dirty sample nozzle assembly.

Event description:
On (B)(6) 2017 customer reported getting error 3063 main arm liquid level sensor fault on the aia-2000 instrument. Customer is unable to run alpha-fetoprotein (afp). On (B)(6) 2017, field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of afp patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.